Event description:
It was reported that during a colonic stenting treatment procedure the stent did not fully expand and migration occurred. The target stricture was in a cancerous area in the duodenum. While attempting to deploy a wallflex enteral duodenal 27/22x 6 230cm stent to treat the target stricture, the stent was deployed, but not fully expanded and migrated. The stent remained implanted in a suboptimal duodenal location. The procedure was completed with another of the same device. Two days later, the initial wallflex enteral duodenal 27/22x 6 230cm stent was removed "with op". There were no patient complications reported with the patient's current condition as "stable" and in good condition.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.